Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. No moisture damage on electronics and motor noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and it was exposed to water. Customer's blood glucose was unknown. Customer was caught in the rain and it may have led to the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.